Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky, and the device had a leak tightness test failure and would not hold/secure the battery device. It was further observed that the device had component damage, would not run, had worn gear, seal and bearing, and a deformed/bent ¿ housing. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check the attachment coupling, check for sticky triggers, check roundness of housing, check falling out protection (steel ring), check fitting of the lid, check wear on housing and check function of device. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.